Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed target lesion was none tortuous and none calcified left anterior descending coronary artery (lad). Following predilatation with 3.00 x 12 nc balloon, a 3.50 x 48 mm synergy drug eluting stent was deployed at 13 atm. Post dilatation was not performed. Post implantation, it was noted the flow was limited, a type c dissection and hematoma occurred at the distal edge of the stent. Another 3.50 x 12 mm stent was deployed to cover the dissection and hematoma and successfully completed the procedure. There were no further patient complications, and the patient was fully recovered post procedure.

Manufacturer narrative:
E1: initial reporter address: (B)(6).